Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and after review of sterilization records, no anomalies were found. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
Further information was requested but not received the investigation results will be provided in the final report.

Event description:
It was reported that a pacemaker exhibited possible premature battery depletion. Pacemaker also had a history of oversensing. Device was explanted. Patient was infected.